Manufacturer narrative:
Date of event: unknown, was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported to that patient had an intraocular lens (iol) exchange due to myopic shift and decreased visual acuity in the left eye. The iol was replaced with a tecnis zcboo 20.5, a smaller diopter lens. The patient was doing fine when discharged. The incision was not enlarged, a vitrectomy was not performed, a suture was required. Visual acuity pre-op (pre-initial implant): 20/40. Visual acuity post-op (post-initial implant): 20/400. Visual acuity post-op (post-replacement): 20/40-2. Treatment or prescription given by the doctor:besivance, lotemax gel, prolensa. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.